Event description:
Fall while using device.

Manufacturer narrative:
It was reported that "my dad lost balance getting up using the rail a few times and I noticed the mattress shifted on all accounts before going to the ER. He suffered broke ribs falling into the bed assist rails". It was reported that "the mattress shifting away from the bedrails that seems to be the problem". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated to include recall number.